Manufacturer narrative:
The customer reported re-working the device in order to isolate a suspect component for analysis by carefusion. At this time, carefusion has not received a suspect component for evaluation by the customer.

Event description:
The customer reported an unresponsive touchscreen display and observed the ventilator failing to cycle a breath while in use on this avea ventilator during this event. The patient was switched to another ventilator and no patient harm or injury reported.